Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the pk dissecting forceps instrument to have a frayed wire. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal idler. There was no damage on the clevis. Failure analysis investigation also found indentations at the edge of the distal pulley. There was melted-like appearance on the black coating insulation, but no visible of any silver inside the insulation. In addition, the distal end of the instrument's main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. There was no other damage found. The cause of the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.